Event description:
It was reported that a patient developed a lump at the pod¿s insertion site while wearing the device between 4 and 24 hours. The site was hot, red and swollen. The patient was taken to the hospital. The patient was treated by getting the site lanced open and cleaned out. The pod was discarded.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided.